Event description:
The customer reported that the system displayed various error messages and now has lost images also. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone eval. The service rep was unable to fix the issue remotely, no further info available.